Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Customer stated that pump was exposed to a high magnetic field. Customer reported battery failed alarm. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify failed battery test, pump error 38, or exposed to a magnetic field due to display anomaly.